Event description:
It was reported the screen does not stay in position. It was also reported there have been issues with noisy ecgs (electrocardiograms) with fresh cables and electrodes. The connections are suspect. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).